Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed not to perform dialysis in the same room as pets or animals. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was a patient error further described as the patient repeatedly performing pd therapy with their cat present and the ¿cat must have licked somewhere¿. It was reported the patient had been retrained several times on proper aseptic technique with regards to the cat, however, it was not reported if the patient was retrained with the occurrence of this event. The patient was hospitalized and treated with unspecified antibiotics. Treatment was ongoing at the time of this report. The patient outcome was not reported. It was not reported if pd therapy was ongoing. Additional information is not available.